Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited episodes of noise resulting in inappropriate mode switch on the ra channel and pacing inhibition on the rv channel. The pacemaker system was reprogrammed to an additional far-field electrogram (egm) to monitor the leads. Technical support suspected that the noise episodes were caused by electromagnetic interference (emi). There were no adverse consequences to the patient. Reference report: mw5173023. This report reflects information received by FDA of a form of a notification per 803.22 (b)(2).